Manufacturer narrative:
D4 model number, catalog number and unique identifier (UDI): corrected.

Event description:
It was reported that sterile bags tears occurred. During intravascular ultrasound (ivus) examination, multiple permanent sled sterile bags used to cover the motor drive unit (mdu) were ripped during preparation or during reinsertion of the opticross catheter. The bag has gotten caught under the mdu and ripped and has also ripped on the catheter hub in the mdu sled. A new bag was opened and ivus performed. There were no patient complications. The exact number of incidents is unknown.

Event description:
It was reported that sterile bags tears occurred. During intravascular ultrasound (ivus) examination, multiple permanent sled sterile bags used to cover the motor drive unit (mdu) were ripped during preparation or during reinsertion of the opticross catheter. The bag has gotten caught under the mdu and ripped and has also ripped on the catheter hub in the mdu sled. A new bag was opened and ivus performed. There were no patient complications. The exact number of incidents is unknown.